Manufacturer narrative:
The battery (B)(4)) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis could not be performed as the device was not available for analysis. The controller in use, con300760, contained a software with feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data file revealed that on the battery was connected to power port 1 with 51% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 93% rsoc. The next data point revealed that (B)(4) was replaced with an ac adapter. The controller ac adapter remained connected to power port 1 until prior to the critical battery alarm. A review of the alarm file revealed one (1) critical battery alarm at 03:07:29. During the critical battery alarm, the logs recorded the battery, (B)(4), with 6% rsoc. Based on log file analysis, the reported event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause can be attributed, but not limited, to an inadequate weld, inadequate soldering, an internal communication error, a faulty component and/or a capacity estimation error. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery had a capacity of 51 percent when it was connected to power station one. The same day, just a few hours later, the battery exhibited a critical battery alarm and the capacity was down to six percent. The battery was exchanged. No patient complications have been reported as a result of this event.